Event description:
A confirmed (B)(6) advia centaur hbsag result was obtained on a patient sample and questioned by the physician due to the patient's previous history of being (B)(6) for (B)(6). The customer performed repeat testing and the results were (B)(6). A new sample was drawn and the (B)(6) result was (B)(6). The customer performed repeat (B)(6) testing on the original and redraw test samples. The (B)(6) result was still (B)(6) for the original sample tested and (B)(6) for the redrawn tested sample. There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur hbsag assay result.

Manufacturer narrative:
There are no known system issues that may have contributed to the confirmed (B)(6) advia centaur hbsag test result. The quality control results were in range and there were no alerts noted in the event log. Sample handling or preparation may be a contributing cause. The physician is questioning the vaccination status of the patient. The customer has declined a field service engineer visit. The instrument is performing within specifications. No further evaluation of the device is required.